Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: user had an inaccurate reference based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. Customer's wife, mary, is calling on behalf of the customer. The expected fasting blood glucose test result range is 85 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparison of blood glucose test results by customer from true result meter to physician's laboratory results. Back to back blood test performed by customer non-fasting on (B)(6) 2015 produced test results of 57 mg/dl via true result meter and 82 mg/dl via physician's laboratory results. The product is not stored by customer according to specification. The test strip lot manufacturer's expiration date is 06/15/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for non-fasting test results performed: 108mg/dl (B)(6) 2015 08:18pm; 74mg/dl (B)(6) 2015 03:59pm; 57mg/dl (B)(6) 2015 03:18pm; 78mg/dl (B)(6) 2015 09:52pm; 64mg/dl (B)(6) 2015 08:12pm.